Event description:
Received info from a pt indicating he was hospitalized due to an infection. Pt's bg's were at 586.

Manufacturer narrative:
During further troubleshooting identified pt was pre-filling the cartridges. Chapter 5 infusion site care and loading cartridge states: do not store filled cartridges. Do not fill the cartridge until prompted by instructions on the pump screen.